Event description:
Rptr indicated a vns pt had increased seizures, and it was unk if the increase was greater than pre-vns baseline levels. The vns off time was decreased from 1.1 mins off to 0.8 mins off as an intervention, and the pt may have vns generator replacement. All attempts for additional information from the rptr have been unsuccessful to date.